Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. Impaction of a misaligned insert damages the anterior locking tab which then predludes proper assembly onto the baseplate.

Event description:
Surgeon claims that he was unable to seat insert to baseplate. Replaced during operation and new insert seated correctly. There was no adverse consequence for the pt or delay in surgery or anesthesia time.